Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction code recurred.